Event description:
It was reported that in the very beginning of the thyroidectomy case before they were using anything on the patient an oomr-c message came up with alarm came up 2x for a couple seconds each time and went away on its own. During use with the ligasure exact generator intermittently the nim vital would make noise when the ligasure device was being used. This did not happen every time. Software version 1.6.4 running on the system. No electrosurgical equipment used while stimulus was being delivered for monitoring. Nim system components, including the electrode wires, did not cross or lie alongside any of the electrical equipment being used during the procedure. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis verified 'error code message.' Unit presented with sw:(v1.6.4) and a broken eic pcba mute probe jack. The error code me ssage is due to a defective pi. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis found unit presented with sw:(v1.6.4), fully charged batteries, a chipped lid, a cracked outer shroud, a loose ribbon cable, and a defective afe pcba with multiple broken electrode pins h6: previously added imdrf annex codes b17, c20, d16 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received stating that port for muting probe adapter was damaged/ broken.